Event description:
Midazolam 0.06 mg/kg prn dose was ordered to be administered as a bolus over 5 minutes. The hourly rate was programmed for 0.06 mg/kg/hr and set to run at 0.26 ml/hour. One hour bolus set to infuse via the loading dose function on the pump and verified by the rn. 15 minutes after the bolus was given, the syringe was empty. 15 ml had been in the syringe prior to infusion.